Event description:
It was reported that the patient presented to the emergency room due to high voltage lead impedance greater than upper limit. Fluoroscopy revealed externalized conductors. Dft test were successful. Based on the review of the (x-ray/fluoro/cine) views provided to st. Jude medical, the conductors do not appear to be externalized. The lead remains implanted. The patient will continue to be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.